Event description:
The complainant reported that a pt had undergone a therapeutic enteryx procedure in 2005. During the procedure a total of 12 enteryx injections were made, totaling 6.7 cc's of enteryx injected intramuscularly, of this 1.1cc of enteryx was injected submucosally. In 2005 the pt experienced odynophagia of moderate intensity. The next day the pt reported upper abdominal spasms of severe intensity. Ten days later the pt reported weight loss. On this same date an egd was performed on the pt. This egd report indicated an esophageal ulcer secondary to sloughing off of enteryx material, and a benign appearing stricture, which was dilated with savary. A second egd was performed six weeks subsequent to the procedure. This egd report indicated a benign appearing stricture, which was also dilated with savary. The pt reported a total weight loss of 25 pounds. The pt's weight is now reported as stable. The pt is reported to still experiencing occasional difficulty in swallowing foods like bread and chicken, but that this is more in the form of spasms.